Event description:
The customer reported that while the iap was in use on a patient, the autofill failure was observed. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service representative ahs had unit running with trainer and test iab for 16 hours and cannot reproduce the error. The last faults indicate autofill errors "ico" and "16 0" occurred yesterday. No on site service needed. The purge filter was replaced as a safety precaution. (B)(4).